Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead was capped and coiled and replaced for an unknown reason. The lead was later explanted during a routine changeout procedure. No patient complications have been reported as a result of this event.